Manufacturer narrative:
The insulin pump had intermittent blank display due to a battery tube wire cold solder.

Event description:
It was stated that the display goes blank intermittently. Troubleshooting was performed. The customer uses the correct batteries and there is no damge to the battery cap. Advised that the insulin pump would be replaced. Nothing further was reported.